Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). Physicians are extensively trained by edwards before they are qualified to use the sapien xt valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In this case, the exact root cause of the cardiac tamponade is unknown, because the bleeding source could not be identified. There is insufficient information to determine if a relationship existed between the event and the implanted valve. There was no allegation of a malfunction of an edwards¿s device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Event description:
As reported through (B)(6), 3 days post transfemoral tavr procedure the patient developed a cardiac tamponade and an emergency pericardial drainage was performed.a 23mm sapien xt valve was successfully implanted in a proper position. During the procedure, no device malfunction or adverse event occurred. The echocardiogram performed during the procedure and on pod1 showed no pericardial fluid. On pod3, the echocardiogram revealed a pericardial effusion. The patient developed cardiac tamponade and an emergency pericardial drainage was performed. The pericardial fluid was found to be blood, but the bleeding source could not be determined since the drainage was performed with a small incision at the left 5th intercostal space. After the drainage it was noted that the bleeding had stopped. On pod12, the echocardiogram showed an ejection fraction of 77%, the mean gradient of 9mmhg and the effective orifice area of 1.91 sq cm. There was no problem in the patient¿s progress and 3 days later the patient was discharged.